Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an issue with a quick serter. It was also reported that customer passed out last friday due to high blood glucose. Customer stated that she did not go to the hospital or call the ems. Customer's husband gave her a bolus and she came to. Customer's blood glucose reading was 231 mg/dl. Nothing further reported.